Event description:
It was reported the right ventricular (rv) lead had poor sensing with r-waves of 1.1 to 0.7 millivolts. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and the connector had a confirmed intermittency between the pin and cap. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had a cosmetic depression.